Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the reported phenomenon was not reproduced. Omsc surmised that the reported phenomenon was occurred due to the examination (xenon) lamp temporarily failed by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laser cancer larynx mlf with the device, a clv lamp err e102 appeared on the monitor. The user replaced the examination (xenon) lamp of the device to another examination (xenon) lamp and the device worked properly. Other detailed information was not provided. There was no report of patient injury associated with the event.